Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer experienced continuing elevated blood glucose (bg) levels ranging from approximately 280 mg/dl to 350 mg/dl. The customer typically changes infusion set, and resumes insulin from the pump. The customer's bg levels were addressed with manual insulin injects (mdi). Mild-to-moderate levels of ketones were reported. The cause of the elevated bgs were unknown. Reportedly, mdi was effective in stabilizing elevated bg. Tandem technical support advised the customer to discuss high bg with a healthcare provider. During follow, it was reported that the high bg issue was resolved.

Manufacturer narrative:
The failure investigation has been completed. An occlusion alarm was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4).